Event description:
It was reported that during a cryo ablation procedure, a blood clot was found near the transseptal site with the sheath. A medication was administered which helped reduce the clot and the system was able to be removed from the body without harm. The case was aborted under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.